Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) battery had been depleted since 2010. The patient said it kicked on and would not shut off. It turned on and he was not able to turn it off. Relevant medical history included other chronic intractable pain in the trunk or limbs. No interventions or outcome were reported regarding this event. Further follow-up is being conducted toobtain this information. If additional information is received, a follow-up report will be sent.